Event description:
The balloon of this device would not deflate after dilating an artery in a pt. The device was forcibly removed from the pt. There has been no report of injury related to this event.